Event description:
It was reported that the rigid video scope had light flickers, picture failure e216, and brightness control. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction to h6, h11 for information inadvertently left out of previous report. The device was returned to olympus for inspection and the reported failure light flickers and brightness control was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the picture failure malfunction: the video cable is broken and therefore no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error 216 occurs. The cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had light flickers, picture failure e216, and brightness control. There were no reports of patient harm.